Event description:
Reportedly, since upgrade to smartview 3.14 version, the session closed abruptly several times while interrogating pacemakers. In addition, empty screens were observed while reading aida memories.

Manufacturer narrative:
Analysis synthesis: - analysis of provided expertise files confirmed the reported behavior, as several crashes of the programmer module were observed since the installation of smartview 3.14 version. - the root-cause of these observed issues could not be determined with certainty, as no pattern or link was established between the incidents. - it should be noted that the observed issues are not related to smartview 3.14 version, as they were only observed in the reply module. - this case is recorded for trending purposes.

Event description:
Reportedly, since upgrade to smartview 3.14 version, the session closed abruptly several times while interrogating pacemakers. In addition, empty screens were observed while reading aida memories.